Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel of the device was unresponsive during power up due to a printed circuit board malfunction. Additionally, the color tone of the image from the dvi output was abnormal due to another faulty printed circuit board. The brightness adjustment was not functioning. The video connector unit¿s lock/release lever was found faulty. The insulation case had been burnt. The top cover was chipped. The lvds capacitor was dented, and the top cover screw heads had been broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center could not power up during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was cancelled. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the device does not start up and the front panel; does not respond are due to a faulty printed circuit board. The root cause of the broken screw head of the top cover could not be determined. Olympus will continue to monitor field performance for this device.